Event description:
A peritoneal dialysis pt has reported that while trying to reconnect to the newer connection after going to the bathroom, her catheter's end came off. Dialysis rn reports that the blue pin fell out onto the floor and the pt picked it up and inserted it into her catheter and caped it. Prophylactic antibiotic administered as a precaution. Pt reports no ill effects, effluent has remained clear. There is no sample available for eval.